Event description:
It was reported that during a lap nissen fundoplication, the instruments didn't work. Changed hand pieces and generator, but instruments didn't work. Took a new instrument from a different box and it worked perfectly. There was no patient consequence.

Manufacturer narrative:
Eval summary: devices a, e and f were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a gen04, and it was found that the hand control switch assembly buttons were not functional. However, the foot switches worked properly. Devices b and c were received sterile and in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a gen04, and it was found that the hand control switch assembly buttons were non functional. However, the footswitches worked properly. Device d was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assembly max buttons were non functional. However, the min buttons and foot switch worked properly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.